Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n170500003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that she developed a headache 2 days later after the pump implant. The onset was sudden. A cerebrospinal fluid (csf) leak was diagnosed and a blood patch was done. The patient was "screaming bloody murder" because it hurt so bad. The patient thought the catheter was cut (severed) during the blood patch. The patient stated that she felt something "snap" inside her body. The patient went downhill after that. The patient experienced the same symptoms as prior to the pump implant. The headache went away, and reflex sympathetic dystrophy (rsd) went off the charts with a pain level at 10. The health care provider (hcp) thought the patient was making things up (per the patient). The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The medications being delivered via the system were fentanyl at an unknown concentration and dose, and dialudid at an unknown concentration and dose of 2.2 to 2.0 mg/day. The lot numbers were unknown. The patient's outcome was unknown. If additional information becomes available, the event will be updated.